Event description:
On (B)(6) 2012 patient had a screw inserted for a lapidus procedure on the left foot. Patient was returned to the or on (B)(6) 2012 for the same procedure of the right foot. After the procedure was completed for the right foot; surgeon was going to remove the hardware of the left foot. Surgeon made the incision and determined the screw in the left foot was broken. Surgeon decided not to remove the screw and has no plans to remove the broken screw.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.